Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
"Consumer wrote in the complain molded one and unfortunately lost it while I was camping. Second was wearing for about 7-10 days and the two layers came completely apart. Upon reply consumer emailed back to state he no longer has any product proof of purchase to verify he has bought our guard for a replacement states: I am not sure how many customers keep their receipt, non-functioning mouth guard, or box of receipt but I cannot imagine many."